Manufacturer narrative:
(B)(4). Jaws, shroud.

Event description:
It was reported that during an unknown procedure, the clip applier worked well for the first couple of clips. The last clips were not formed at all. The device could be fired; clips were applied but not formed. It is unknown how the procedure was completed. There were no adverse consequences for the patient.